Manufacturer narrative:
(B)(4). Batch: t5a340. Additional information requested: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Response received: no patient injury clamped onto tissue jammed. Not to much else to relay. Investigation summary: the analysis results found that one plee60a device was returned with the anvil bent upwards and with a gst60t cartridge reload loaded on the device. The reload was received un-fired. The device was tested for functionality only in dry fired and achieved its complete firing sequence without any difficulties. The device opened and closed without any difficulties noted. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, unknown reload, the reload was jammed in the stapler and the jaws of the stapler were unable to be opened. It was not reported how the procedure was completed. There were no patient consequences reported.